Event description:
Portex dura-flex(r) epidural catheter placed in pt. Medical doctor was then unable to push medications through catheter, therefore catheter had to be removed and replaced (second invasive procedure due to this product failure).